Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue layer was the suture used on? What is the surgeon¿s opinion as to the contributing factor to the patient symptoms? What was the indication for suture removal? What are the patient weight, prior medical history? What is the patient current condition?

Event description:
It was reported that the patient underwent unknown procedure on unknown date in (B)(6) 2018 and suture was used. The patient experienced skin reddish approximately ten days after the procedure. The surgeon removed the suture and resewed with different device. It was reported that the patient healed later. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Hand trauma what tissue layer was the suture used on? Unk what is the surgeon¿s opinion as to the contributing factor to the patient symptoms? Maybe suture what was the indication for suture removal? Symptom turns better what are the patient weight, prior medical history? Unk what is the patient current condition? Stable